Event description:
Procedure type: low anterior resection. According to the reporter: after firing, the device was difficult to remove. It could be removed somehow, but serosa of the oral side tore. Since it was difficult to suture the torn apart, they used another device to re-do the anastomosis. Surgeon turned the twist knob completely and squeezed the handle properly. Sales representative confirmed the trace of the knife was remained of the mylar and a staple was caught in the teflon ring. There was no bleeding reported in excess of 500cc. The case was extended by more than 30 minutes. There was unanticipated tissue loss. No information about the use of reinforcement material.

Manufacturer narrative:
(B)(4).